Manufacturer narrative:
The actual device was not available; however, three (3) photographs and one (1) video of the sample were provided for evaluation. A visual inspection was performed with no issues noted. The reported issue can be neither confirmed nor refuted based on the photographic evidence presented. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a leak occurred during peritoneal dialysis (pd) therapy on a patient, further specified as ¿leaking from the machine (dripping from the cassette place)¿. The event occurred half way during treatment. Treatment was terminated. The root cause of the leak was not reported. There was no patient injury or medical intervention associated with this event. No additional information was provided.